Event description:
A medtronic representative reported that during a spinal fusion procedure, the internal washer on a clamp instrument broke and would not engage the screw. The medtronic representative reported the broken washer did not fall into the patient or require retrieval. The surgeon switched to another clamp and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Analysis of returned clamp as follows: as reported, the retainer ring on the tip of the adjustment screw is missing. As a result, the clamp cannot be set. Confirmed that the washer on the distal end of the adjustment screw is missing. Clamp will not open/close as a result. Washer damage due to excessive opening torque or attempted dis-assembly. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A post-release design change project has been initiated to remove the washer from the design of the spine clamp.